Manufacturer narrative:
(B)(4): a visual and microscopic examination identified distal stent damage. Rows 1 and 2 were raised proximally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the radial artery. The 18x3.0mm, 70% stenosed, concentric and de novo lesion being treated was located in the moderately calcified and moderately tortuous left circumflex (lcx) artery. The lesion was not predilated. The 3.0x24mm taxus liberte stent delivery system (sds) was not able to reach the target lesion. The procedure was completed using a promus 3.0x15mm stent. There were no patient complications and the patient condition is listed as "stable". However, the product analysis revealed stent damage.